Event description:
It was reported that patient presented in clinic. It was noted that there was no auditory feedback from implantable cardioverter defibrillator (ICD) even after placing the magnet over the device. No intervention was reported. There were no patient consequences.